Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported an intraocular lens (iol) that was exchanged due to a postoperative refractive surprise causing the patient to be unable to see well. The iol was exchanged for a one diopter difference in power with a different lens model. Additional information has been requested.